Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: the diagnosis and indication for the index surgical procedure? Persistent sui were any concomitant procedures performed? Sling plication and cystoscopy other relevant patient history/concomitant medications? N/a has the incontinence changed from pre-surgery condition? (Worse, better, or returned to the same) better after the second surgery onset date/time of the incontinence from the initial procedure? December 2023 please describe any medical intervention required to treat the incontinence including medication name and results. N/a please provide the date and surgical findings of the reoperation performed. 26 sep 2024 / op note: the vaginal epithelium overlying the midurethra was grasped with allis clamps. A midline incision was made with a scalpel and additional sharp dissection with the metzenbaum scissors was performed to identify the midurethral sling. The dissection was extended bilaterally approximately 2cm into the bilateral periurethral tunnels to properly expose the mesh. A tonsil was placed between the mesh and midurethra. Two interrupted sutures of 2-0 vicryl were placed in a transverse fashion to plicate the mesh at the midurethra. During reoperation, was the implanted device adjusted, cut or removed? No what is the physician¿s opinion as to the etiology of or contributing factors to this event? She works in a grocery store and lifts daily. What is the patient's current status? Denies incontinence episodes. Product code and lot number? Implant name: sling tvt exact gynecare tvtrl - log2458836 / lot no.: 3943254 to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2023 and mesh was implanted. On (B)(6) 2024, moderate, persistent stress urinary incontinence was noted and reoperation was performed. The vaginal epithelium overlying the midurethra was grasped with allis clamps. A midline incision was made with a scalpel and additional sharp dissection with the metzenbaum scissors was performed to identify the midurethral sling. The dissection was extended bilaterally approximately 2cm into the bilateral periurethral tunnels to properly expose the mesh. A tonsil was placed between the mesh and midurethra. Two interrupted sutures of 2-0 vicryl were placed in a transverse fashion to plicate the mesh at the midurethra. As of (B)(6) 2024, the event has been recovered/resolved without sequelae. The relationship to the primary study procedure and device was reported as possible. Additional information was requested.